Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was use related. During implementing the pump, clinical staff did not push the pump all the way in and triggered the optical sensor failure and led to potential confusion of the priming wizard. There was no issue found during the case. The device functioned/operated to specification. There was no issue found during the case that could cause the purge issue. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced optical signal issues that were resolved by unplugging the device, followed by unspecified troubleshooting. Additionally, the aic experienced purge issues that were resolved by switching to an alternative console. No clinical details regarding patient condition were provided.